Manufacturer narrative:
Inventory for the same lot of the 21002-034 was reviewed since the original device was left in the patient at time of use. No malfunctions could be identified on inventory from the same lot. The complaint could not be replicated with inventory on hand. No remedial action was identified by the using physician. The physician determined to utilize the plate 'as is' at the time of implantation.

Event description:
The customer contacted corelink on (B)(6) 2017 to identify an alleged product malfunction. The customer claimed the locking mechanism on the middle hole of a two-level anodyne 34mm plate did not appear to function as expected. The using physician utilized a 9110-100 torque limiting handle to rotate the top and bottom locking mechanisms with no issues. However, during rotation of the middle locking mechanism the locking arm continued to spin as he tried to tighten the lock. The using physician removed the screw from the middle hole of the plate, but determined to not remove the plate. The plate was left in the patient 'as is'.